Event description:
This is a spontaneous case report received from a physician in united states on 10-dec-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. The patient was not pregnant. The radiologist kept putting off the hsg (hysterosalpingogram) for the patient because she was spotting. She was on depo provera. The patient was experiencing cramping and discomfort on the right side which is why the doctor wanted to remove the essure. The reporter did not know when the spotting, cramping, and discomfort started or if she was still spotting. The hsg was done (B)(6) 2014 and showed the left side occluded and on the right side the essure had perforated. The report noted that it appeared to project into the cornua, but the cethald (as reported) did not go into the tube. It curled back around into the myometrium. The right fallopian tube filled laterally with free spill. Essure was ongoing. Ptc investigation result was received on 16-dec-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is:(B)(4). Final assessment: a perforation is a hole or opening made through the entire thickness of a membrane or other tissue or material. Probable causes for perforation: physician encounters poor visibility during the procedure, physician technique and experience, advancing delivery catheter when patient is experiencing extraordinary pain or discomfort, attempting to advance delivery catheter to black positioning marker after encountering undue resistance, further advancing delivery catheter once the black positioning marker has reached the tubal ostium, attempted removal of an implanted micro-insert with fewer than 18 trailing coils into the uterus, inaccurate placement of the micro-insert in the fallopian tube by the physician. According to the product IFU, the micro-insert must be placed far enough into the fallopian tube to prevent expulsion (less than 18 trailing coils).perforations are a known risk of the essure procedure. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Perforation is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Essure perforation questionnaire was received from the physician on 16-mar-2015: patient's weight and height were added ((B)(6)). She had 2 previous pregnancies (gravida 2, parity 2. Last vaginal delivery on (B)(6) 2014) and leep and colposcopy as previous gynecological interventions. Essure was inserted at postpartum state under paracervical block with ropivacaine and lidocaine with epinephrin. Toradol, hydrocodone with acetaminophen and valium were also used as analgesia. No cervical dilatation or sounding were applied and the insertion was easy, except for tubal ostium visualization (difficulty in maintaining distension). Fluid loss was less than 1500cc and the procedure did not take more than 20 minutes. Depo provera was used as backup contraception. On (B)(6) 2014 the patient underwent hsg (hysterosalpingogram) which showed the partial perforation on the right side. No organ or intra-abdominal structure was perforated and according to physician, the perforation did not occurred during sounding, cervical dilatation or hysteroscopy prior to essure. It was unknown if the perforation occurred before or after deployment. On (B)(6) 2014 the right essure coil was removed by laparoscopy (bipolar tubal); the left coil remained. No coils were seen on hysteroscopy prior to removal; one coil was sticking out of right cornua. Physician reported that the removal was medically necessary and no diagnostic tests or pathology results were performed post essure removal. No hysterectomy or salpingectomy was necessary. The patient recovered after essure removal and the physician related the events to essure. Case upgraded to incident. Ptc investigation result received on 25-mar-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not necessarily indicative of a quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a causal relationship to a potential quality defect based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a(B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and hysterosalpingogram (hsg) showed on the right side essure had perforated; she was submitted to a hysteroscopy/laparoscopy and the coil was seen sticking out of right cornua. She recovered after surgery. The reported event, regarded as uterine perforation, was considered serious as medically significant and listed according to the essure reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, although the exact mechanism of the reported perforation was unknown; causality with the suspect insert cannot be excluded. This case was regarded as incident due to the required intervention for essure removal. Additionally non-serious events were reported. The product technical analysis concluded unconfirmed quality defect and that based on the information available, there is no reason to suspect a causal relationship to a potential quality defect based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.